Manufacturer narrative:
For the investigation the provided information were analysed. The device was subject to a first trouble shooting via phone in follow-up of the event. The therein descripted log entries were showing "slow motor", "stalled motor" and "membrane pressure high" which are pointing towards an issue with the ventilator motor or the incremental encoder respectively to a problem of squeezed tubing or the pump. Reportedly the ventilator forced a shutdown of automatic ventilation as a safety measure to prevent from mechanical damages to the ventilator unit. The user was alerted to the shutdown of automatic ventilation by a corresponding alarm; manual ventilation remains possible and monitoring is still functional. There are several plausible root causes for the descriped issue, however it was not possible to identify the exact root cause due to lack of information as neither the complete log file nor the service report were provided for investigation. During the phone call the user was instructed to check the pump pressure and the piston diaphragm. No indication for a technical failure was found, no further problems of the device were reported from the user until now. Therefore it was concluded that a sporadic failure was probably present during the event. Device not available for investigation.

Event description:
It was reported that the unit has intermittent ventilator failures during use.

Manufacturer narrative:
The investigation is ongoing. Results will be provided with a separate follow-up report. H3 other text : on-going.

Event description:
It was reported that the unit has intermittent ventilator failures during use.